Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_806 - pfo occluder. Pas us0797 - 2154 (r822769101). It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was implanted in a patient. On (B)(6) 2023, the patient presented to urgent care with palpitations, jitteriness, and lightheadedness. Home bp 84/69. Referred to emergency room where multiple electrocardiogram (ECG) confirmed new onset of paroxysmal a-fib with rvr. Patient started on apixaban 5 mg bid, flecainide 100 prb, and asa 81 mg discontinued. Patient following with electrophysiologist.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.